Manufacturer narrative:
The device was received for testing and it was found that the pump had n251 error codes. The n251 alarm codes found in the event logs may have caused the pump to stop infusing. This is consistent with the information the customer reported. For which the mechanism was calibrated. The device passed performance verification testing.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event occurred on an unspecified date involving a plum 360¿ infuser which was reported to have stopped while infusing. The customer attempted to reset the pump, started it up and it stopped again while infusing an unspecified medication. There was patient involvement, however, no harm was reported as a consequence of this event. No other information is available.